Event description:
Halyard homepump c-series 270ml elastomeric pump filled with 5-fluorouracil. Patient noticed the device was leaking roughly 24 hours after device was connected. It was calculated that the patient would have received- 60% of medication (not accounting for leak) given the time the pump was connected and the rate of pump. Patient came to our infusion center for evaluation. Unable to locate source of leak, device appropriately disposed of. Dates of use: (B)(6) 2017.